Event description:
Home pt reported dry minicaps. Per home pt, the sponge is brownish in color but when they begin draining, there is no visible trace of betadine at the connection area. The home pt reported that the pouches are completely sealed. Per home pt, no pt injury or medical intervention is associated with these incidents.